Event description:
A home patient's spouse contacted the technical service center to report that a transfer set separated from the home patient's catheter adapter. Although, the home patient was treated with prophylactic antibiotics (2g vancomycin intraperitoneal), there was no patient injury or futher medical intervention associated with this incident.

Manufacturer narrative:
Samples were unavailable for analysis as they were discarded by the customer.